Manufacturer narrative:
Concomitant medical products: 419488 lead, implanted (B)(6) 2012; 694765 lead, implanted (B)(6) 2006. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead exhibited low pacing impedance and the right atrial (ra) lead was undersensing atrial tachycardia/atrial fibrillation (at/af) episodes. The leads remain in use. No patient complications have been reported as a result of this event.